Manufacturer narrative:
Clarification to b3: date of event: 1 week prior to surgery was reported. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted and replaced. The device will not be returned.